Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose with blood glucose of 22 mg/dl. The date of hospitalization was unknown. The customer's other blood glucose value was in the range of 400mg/dl to 500mg/dl. The customer did experience symptoms such as confusion, fatigue, headache and flulike as result of low blood glucose. The customer was treated by manual injection and intravenous injection. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will will be returned for analysis.